Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had fallopain tubes removed') and device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("sick") and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (yes). At the time of the report, the medical device removal and device dislocation outcome was unknown and the malaise had not resolved. The reporter considered malaise and medical device removal to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following ones were reported via social media: adverse event nos . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had fallopian tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("sick"). The patient was treated with surgery (yes). At the time of the report, the medical device removal outcome was unknown and the malaise had not resolved. The reporter considered malaise and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adverse event nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: case was updated from non serious incident to serious incident. Event adverse event nos was replaced with medical device removal. Event sick added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.